Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013 according to the complainant, during the procedure, the brush was inserted into the common bile duct and was pushed back and forth several times. When an attempt was made to remove it from the bile duct, it was unable to retract back into the sheath. Another rx cytology brush was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation result: wire broke.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation revealed no visible damage to the sheath or components of the device. Functional testing was done and found the handle to move independently of the drive wire. The device was disassembled and the drive wire was found to be broken at the distal of the handle cannula. The complaint that the brush would not retract was confirmed. Procedural/anatomical factors encountered during the procedure would possibly cause difficulty actuating the brush. Continued manipulation of the handle against resistance could cause the drive wire to break. Therefore, the most probable root cause of the failure identified is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.